Event description:
It was reported that anchor was broken. No significant delay or patient injury reported.

Manufacturer narrative:
Examination was not possible, as the device has not been returned. The investigation could not draw any conclusions about the reported event without the return of the device.

Manufacturer narrative:
One 2.0 pk dynomite anchor w/needles inserter was returned for evaluation. No suture, needles or anchor were returned. The returned inserter shows no damage. Without the return of the anchor the reported complaint of breakage cannot be confirmed.